Event description:
A mayfield infinity xr2 skull clamp was involved in an incident where a pt incurred a small laceration to their scalp. The event was described as follows; a surgeon placed the skull clamp on the pt and the pt was placed prone on an open jackson table. All of the knobs were tightened and secured. About two hours into the posterior cervical fusion, the surgeon felt a slight slip of the pt's head/neck. The knobs were checked and found to be secure and tight. During the interoperative fluoroscopy, it was noted that the landmarks had changed from the last image. The surgeon continued the procedure and upon completion, a two inch gash was noted on the pt's skull from one of the skull pins that had slipped and lacerated the skin. The laceration required a few sutures. Integra adult mayfield titanium skull pins (reference number a1120, lot number 1111389) were used during the procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.